Event description:
The customer reported that the ventilator will not turn on after replacing the power mgmt board. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.